Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels, pump displayed "low." Customer alleged that the cause of the low was due to insulin stacking. Recommendation was made to consult with healthcare provider regarding diabetes management.